Event description:
Pt had motorcycle wreck and had an open book pelvic fracture. Was taken to hosp. Dr installed a metal plate and 4 screws to hold pelvic bone together. At the 2 week follow up visit, the x-ray revealed that the metal plate had broken in middle. Dr stated at that time that it was the 4th one that had broken.